Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2025, it was reported by an arthrex employee via email that for an ar-1588rtt, acl tightrope with fibertag, following the first pass of suture the surgeon noticed the fibertag component of ar-1588rtt was frayed. This was clearly visible and the decision to cut fibertag off to avoid damage to graft was made. This was detected during use in a mcl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully as another ar-1588rtt was opened.